Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient has been getting a terrific electrical feeling/pain where the lead that comes down from the stimulator and connectors from controller on their chest, up in their head where that wire runs. It has been happening off and on but today they had a really bad episode. The caller noted that the patient falls all the time. The last time they fell badly was when they had a seizure, which occurred about 1.5 months ago. It was confirmed the seizure was unrelated to the device and it was due to low sodium. No further complications were reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient experienced a potential shocking sensation behind their ear following a recent fall. The impedances were c <(>&<)> 0 = 3350 and 0 <(>&<)> 3 = 4007. The patient was to return to their treating physician for further assessment. It was also noted the device was turned off. No further complications were reported as a result of this event.